Event description:
As reported: "primary surgery 2014 and now the distal femur stem is loose. I have to revise to total femur."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Manufacturer narrative:
Reported event: an event regarding loosening involving a mets, proximal femoral replacement, femoral stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for mets proximal femoral replacement which was inserted on (B)(6) 2014. The surgeon reported loosening of the stem. The x-ray image provided shows radiolucent lines along the stem between the cement mangle and stem, and between the cement mantle and bone, suggesting loosening of the stem. There are some bone resorptions and remodelling but overall the bone is in reasonable condition. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: a review of the product history records could not be performed as the lot / batch information was not provided. Complaint history review: a complaint history review could not be performed as the lot / batch information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported: "primary surgery 2014 and now the distal femur stem is loose. I have to revise to total femur."